Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump fill estimate was inaccurate. The customer reload the cartridge and received an accurate fill estimate. The customer's blood glucose level was in the 200s. The customer delivered correction bolus and a temporary basal rate. Reportedly, the customer ate more chocolate than had bolused.